Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges headache. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned and evaluated by the manufacturer. The internal part of the device was inspected visually. The device's downloaded logs were reviewed by the manufacturer and 13 error was found. The device software was upgraded and the error log was cleared. The device status was recertified. The unit passed the final test. The manufacturer concludes that there was no evidence of visible foam degradation and could not confirm customer's complaint.